Manufacturer narrative:
(B)(4). Pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with intermittent all buttons response due to flattened all the buttons dome switch (no crease). No moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.

Event description:
The customer's daughter reported via phone call that the customer was admitted to the hospital for diabetic ketoacidosis and that the insulin pump had a keypad anomaly. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was 557 mg/dl at the time of the incident. The customer's daughter stated that the buttons were hard to press and had to be pressed multiple times. The customer's daughter also stated that there was no significant event leading to the keypad issues and that the time on the clock advanced when monitored for one minute. The customer's daughter was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for high blood glucose was declined but hospitalization detail was provided. The customer's daughter drove the customer to the hospital on (B)(6) 2017 at 6:00 p.m. And was discharged on (B)(6) 2017 at 4:00 p.m. The customer's blood glucose level was 557 mg/dl when they were admitted. The customer reported vomiting and the blood glucose continued to rise even with correction with the insulin pump and manual treatment. The customer was wearing the insulin pump during hospitalization. Per keypad anomaly, the insulin pump will be returned for analysis.